Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill. The registered nurse (rn) revealed they replaced the heater bag. The technical service representative (tsr) explained the proper procedure and helped the rn end therapy. The rn to finish the patient therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance made repeated unsuccessful attempts with the hp at acquiring additional information regarding the reported problem. If any additional information should become available, this complaint will be reopened and updated accordingly.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product where the registered nurse said they replaced the heater bag. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident.